Manufacturer narrative:
Date of event should be (B)(6) 2015. Date received by manufacturer should be 07/23/2015. The tests for patient 1 were performed on (B)(6) 2015. The tests for patients 2 & 3 were performed on (B)(6) 2015. It was noted that the application specialist switched ft3 and ft4 from measuring cell 1 to measuring cell 2. Afterwards, the patient samples were normal. The customer believes the problem was caused by the age of measuring cell 1. A specific root cause could not be identified. A reagent issue was not be identified. Based on the available data, the most likely root causes are related to pre-analytical issues or instrument issues as the analyzer performance check test failed on (B)(6) 2015. Additional information for further investigation was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for free thyroxine (ft4) and free triiodothyronine (ft3). The erroneous results were reported outside of the laboratory where they were questioned by the physician since the results did not match the clinical condition of the patient. The date of event was not provided. The initial ft4 result was 1.89 ng/dl and the initial ft3 result was 6.28 pg/ml. These results were reported outside of the laboratory at 8:09 a.m. The physician requested repeat testing to be performed where the ft4 result was 0.933 ng/dl and the ft3 result was 3.03 pg/ml. The repeat results were considered to be correct. After the initial point of contact, the customer complained of erroneous ft4 and ft3 results for 2 additional patient samples: on (B)(6) 2015, patient 2 initial ft4 result was 1.95 ng/dl and the initial ft3 result was 9.59 pg/ml. The repeat ft4 result was 0.847 ng/dl and the repeat ft3 result was 3.24 pg/ml. The erroneous results were reported outside of the laboratory. On (B)(6) 2015, patient 3 initial ft4 result was 2.27 ng/dl and the initial ft3 result was 6.03 pg/ml. The repeat ft4 result was 1.11 ng/dl and the repeat ft3 result was 2.63 pg/ml. The erroneous results were reported outside of the laboratory. No adverse event occurred. The ft4 reagent lot number was 184927 with an expiration date of 03/30/2016. The ft3 reagent lot number was 183221 with an expiration date of 01/2016. Calibration and quality controls were acceptable. Liquid flow cleaning had not been performed on the analyzer from (B)(4) 2015. This was only performed after the event occurred.